Manufacturer narrative:
Quality safety evaluation received on 18-oct-2016: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore me complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and abnormal and excessive bleeding (genital haemorrhage). Plaintiff underwent a hysterectomy and salpingectomy. The events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship, the lack of alternative explanation and their nature, a causal relationship between severe pelvic pain and abnormal and excessive bleeding and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and genital haemorrhage ('abnormal and excessive bleeding') in a 36-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 3 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pruritus ("pruritis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, mental disorder, nausea, dysmenorrhoea, dyspareunia and pruritus outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mental disorder, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: complication during removal - the patient had a very short lower abdomen and large, wide pannus, which made the surgery challenging, elevated lft as a reaction to anesthesia used during surgery and pruritis as a reaction to medicine used on site preparation before surgery. At essure removal comments included the patient's abdominal obesity was such that she had a very short lower abdomen (below the level of the umbilicus) and large, wide pannus/pannicubs, which made surgery more challenging (such as introducing the trocars). On (B)(6) 2014 postoperative visit: endometriosis discovered at tlh (B)(6) 2014; probably why pain seemed worse after essure since no longer on ocps. Diagnostic results: essure insertion findings on (B)(6) 2013: at hysteroscopy, both ostia were visualized. She has some fluffy tissue that made it a little difficult to visualize the right ostia after the implant had been placed. On (B)(6) 2014 gynecological ultrasound report impression: echogenic focal areas noted on both sides of the uterus near cornu presumed to be essure rings. Follicle right ovary. On (B)(6) 2014, at essure removal procedure: lysis of ahesions, cystoscopy performed. Both fallopian tubes appeared normal except for firmness in the proximal to mid portions of the tube consistent with the essure inserts within the tubes. There was absolutely no evidence of perforation by the essure of the tubes. On (B)(6) 2014, the surgical pathology report: uterus included mild chronic cervicitis, fundus, adenomyosis, bilateral fallopian tubes (no pathological findings). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Outcome of event pelvic pain was changed from "unknown" to "recovering/resolving. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent birth control. On (B)(6) 2014, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure and full occlusion of both tubes. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, and excessive bleeding, severe pelvic pain, and back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain as well as abnormal and excessive bleeding. On (B)(6) 2014, she underwent a hysterectomy and salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and abnormal and excessive bleeding (genital haemorrhage). Plaintiff underwent a hysterectomy and salpingectomy. The events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship, the lack of alternative explanation and their nature, a causal relationship between severe pelvic pain and abnormal and excessive bleeding and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal and excessive bleeding") in a 37-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mental disorder ("psychological or psychiatric problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pruritus ("pruritis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, mental disorder, nausea, dysmenorrhoea, dyspareunia and pruritus outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mental disorder, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: complication during removal - the patient had a very short lower abdomen and large, wide pannus, which made the surgery challenging, elevated lft as a reaction to anesthesia used during surgery and pruritis as a reaction to medicine used on site preparation before surgery. At essure removal comments included the patient's abdominal obesity was such that she had a very short lower abdomen (below the level of the umbilicus) and large, wide pannus/pannicubs, which made surgery more challenging (such as introducing the trocars). On (B)(6) 2014 postoperative visit: endometriosis discovered at tlh (B)(6) 2014; probably why pain seemed worse after essure since no longer on ocps. Diagnostic results: essure insertion findings on (B)(6) 2013: at hysteroscopy, both ostia were visualized. She has some fluffy tissue that made it a little difficult to visualize the right ostia after the implant had been placed. On (B)(6) 2014 gynecological ultrasound report impression: echogenic focal areas noted on both sides of the uterus near cornu presumed to be essure rings. Follicle right ovary. On (B)(6) 2014, at essure removal procedure: lysis of ahesions, cystoscopy performed. Both fallopian tubes appeared normal except for firmness in the proximal to mid portions of the tube consistent with the essure inserts within the tubes. There was absolutely no evidence of perforation by the essure of the tubes. On (B)(6) 2014, the surgical pathology report: uterus included mild chronic cervicitis, fundus, adenomyosis, bilateral fallopian tubes (no pathological findings). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pruritis", lot number added from pfs.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6) 2018: medical records received. Lot number b09699 was confirmed. Gynecological ultrasound report impression: echogenic focal areas noted on both sides of the uterus near cornu presumed to be essure rings. Follicle right ovary. It was mentioned that the pain was on both sides and would prefer to just have it all gone except her ovaries. On (B)(6) 2017 the assessment was chronic pelvic pain and menorrhagia. On (B)(6) 2014, the surgical pathology report uterus included mild chronic cervicitis, fundus, adenomyosis, bilateral fallopian tubes (no pathological findings). Additionally, it was reported that the plaintiff's abdominal obesity was such that she had a very short lower abdomen (below the level of the umbilicus) and large, wide pannus/pannicubs, which made surgery more challenging (such as introducing the trocars).on (B)(6) 2014 postoperative visit: endometriosis discovered at tlh (B)(6) 2014; probably why pain seemed worse after essure since no longer on ocps incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal and excessive bleeding") in a 37-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mental disorder ("psychological or psychiatric problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pruritus ("pruritis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, mental disorder, nausea, dysmenorrhoea, dyspareunia and pruritus outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mental disorder, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: complication during removal - the patient had a very short lower abdomen and large, wide pannus, which made the surgery challenging, elevated lft as a reaction to anesthesia used during surgery and pruritis as a reaction to medicine used on site preparation before surgery. At essure removal comments included the patient's abdominal obesity was such that she had a very short lower abdomen (below the level of the umbilicus) and large, wide pannus/pannicubs, which made surgery more challenging (such as introducing the trocars). On (B)(6) 2014 postoperative visit: endometriosis discovered at tlh (B)(6) 2014; probably why pain seemed worse after essure since no longer on ocps. Diagnostic results: essure insertion findings on (B)(6) 2013: at hysteroscopy, both ostia were visualized. She has some fluffy tissue that made it a little difficult to visualize the right ostia after the implant had been placed. On (B)(6) 2014 gynecological ultrasound report impression: echogenic focal areas noted on both sides of the uterus near cornu presumed to be essure rings. Follicle right ovary. On (B)(6) 2014, at essure removal procedure: lysis of ahesions, cystoscopy performed. Both fallopian tubes appeared normal except for firmness in the proximal to mid portions of the tube consistent with the essure inserts within the tubes. There was absolutely no evidence of perforation by the essure of the tubes. On (B)(6) 2014, the surgical pathology report: uterus included mild chronic cervicitis, fundus, adenomyosis, bilateral fallopian tubes (no pathological findings). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.